Event description:
It was reported that the patient had a break in aseptic technique further described as the patient made a mistake and experienced touch contamination during continuous ambulatory peritoneal dialysis (capd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain, cloudy peritoneal effluent and diarrhea. The next day, the patient was hospitalized for peritonitis. The patient was treated with fortaz (dose, route and frequency not reported) and ceftriaxone (dose, route and frequency not reported) for the peritonitis. The antibiotic treatment and the pd therapy were ongoing. The patient was retrained on the proper aseptic technique. Two day after the hospitalization, the patient was discharged from the hospital. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.